Manufacturer narrative:
The occupation is lay user/patient.

Event description:
This MDR is for the coaguchek xs strip lot 28632021. Refer to the MDR with patient identifier (B)(6) for strip lot 27216523. Refer to the MDR with patient identifier (B)(6) for the unknown strip lot. The customer's therapeutic inr range is 3.5 inr - 4.5 inr. He stated he takes warfarin for protein c and protein s issues, and that his inr can make rapid swings due to his illness. He said that on (B)(6) 2018 he had a 3.1 inr. On (B)(6) 2018 he started an antibiotic due to a (B)(6) test. His doctor told him the antibiotic could affect his inr and the effectiveness of the warfarin. On (B)(6) 2018 his result was 1.2 inr. His doctor increased his warfarin from 13 mg to 15 mg. He said this was due to hiv drugs that counteract the warfarin. On (B)(6) 2018 his result was 7.0 inr. The doctor held his warfarin for 2 days and then went back to a dose of 13 mg. On (B)(6) 2018 his result was 6.9 inr. The doctor reduced the warfarin to 11 mg. On (B)(6) 2018 he obtained a result of 5.7 at 2:40 pm using coaguchek meter (B)(4) with strip lot 28632021. At 2:50 pm he tested on meter (B)(4) using strip lot 27216523 with a result of 4.9 inr; he tested at the same time on the doctor's meter with a result of 4.8 inr using an unknown strip lot. At 2:55 pm he tested on his meter with a result of 3.9 inr and on the doctor's meter with a result of 3.8 inr. The strip lot(s) used are unknown. There was no allegation of an adverse event. Retention test strips (286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.